Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/16/2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted on (B)(6) 2017. Patient's mother reported that patient experienced a hypoglycemic event. Patient treated himself with 1/4 of a glucose tablet to correct his levels. Patient's mother alleges that the hypoglycemic event was due to cgm inaccuracies. Cgm blood glucose (bg) value was 7 mmo/l and the finger stick (fs) value was 11 mmo/l. At time of contact, patient is fine. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.